Event description:
Boston scientific received information that this patient was presented to the hospital after hearing their device emit tones. Upon interrogation, an alert to check the right ventricular lead was displayed as there was a high out of range shock impedance measurement of greater than 125 ohms. The patient¿s system was tested in the clinic and the physician suspected the shock impedance issue to be due to electromagnetic interference. No changes were made to the patient¿s system and they will continue to be monitored. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.